Event description:
It was reported that during use tube is under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing under filling. Additionally, on 2020-9-2 the customer provided the following additional information: "I would like to rescind the complaint that I submitted. After some more investigation, we determined this may have been an issue with the extreme heat conditions under which the products were stored. We have a drive-through phlebotomy/collection service, and our tubes are being stored in a shed outside. While, there is air conditioning available inside the shed, the temperature is still pretty high. We had a storm that knocked out power to the shed over a month ago. The tubes were exposed to 100 plus degree heat index and extreme humidity for several days. We think this may have contributed to the problem. As we have used up the bulk of the tubes that were potentially exposed, we are not seeing the problem anymore."

Manufacturer narrative:
The following information has been added: b.5. Describe event or problem: it was reported that during use tube is under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing under filling. Additionally, on 2020-9-2 the customer provided the following additional information: "I would like to rescind the complaint that I submitted. After some more investigation, we determined this may have been an issue with the extreme heat conditions under which the products were stored. We have a drive-through phlebotomy/collection service, and our tubes are being stored in a shed outside. While, there is air conditioning available inside the shed, the temperature is still pretty high. We had a storm that knocked out power to the shed over a month ago. The tubes were exposed to 100 plus degree heat index and extreme humidity for several days. We think this may have contributed to the problem. As we have used up the bulk of the tubes that were potentially exposed, we are not seeing the problem anymore."

Event description:
It was reported that during use tube is under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing under filling. Additionally, on 2020-9-2 the customer provided the following additional information: "I would like to rescind the complaint that I submitted. After some more investigation, we determined this may have been an issue with the extreme heat conditions under which the products were stored. We have a drive-through phlebotomy/collection service, and our tubes are being stored in a shed outside. While, there is air conditioning available inside the shed, the temperature is still pretty high. We had a storm that knocked out power to the shed over a month ago. The tubes were exposed to 100 plus degree heat index and extreme humidity for several days. We think this may have contributed to the problem. As we have used up the bulk of the tubes that were potentially exposed, we are not seeing the problem anymore."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use tube is under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it is reported customer is experiencing under filling.